Event description:
Patient's spouse called lfs in 2003 alleging the patient's meter was reading inaccurately high. On saturday, customer began to act disoriented and "act crazy". The spouse tested the blood sugar and meter read 122 mg/dl. Spouse called the paramedics, they arrived 15 minutes later and tested the blood sugar. The results were 30 and 34 mg/dl. Patient was given 2 IV's with glucose plus orange juice and a peanut butter and jelly sandwich. Patient did not go to the hospital. This case is being reported due to the fact that the patient was experiencing low blood sugar symptoms and the paramedics meter confirmed that the patient was hypoglycemic. The patient's meter however, showed a normal blood sugar reading. No further information reported.